Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and was found to be conforming. There were no anomalies noted with the functionality of the device. No conclusion could be drawn as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was activated, though the control switch was not being pressed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).